Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the service code 204 was isolated to the u409 can transceiver on the computer/analog pca. Pin 3 on u409 was shorted. The cause for the service code 105 was isolated to shorted transistors q12 and q16 and shorted diodes d18 and d19 on the defibrillator pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.